Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address loosening.

Manufacturer narrative:
The devices associated with this report were not returned. The devices identified are not from the asr platform. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient operative notes have been provided and have been examined by a depuy (B)(4) m.d.. The review did not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.